Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation. This report is a follow-up to medwatch # (B)(4).

Event description:
Procedure performed: ilesotomy reversal. Event description: mini gelport, 1 trocar had plastic part come off inside of patient. Ilesotomy reversal, small bowel resection, parastomal hernia repair, complex robotic assisted ventral hernia repair with mesh placement, extensive lysis of adhesions. Device failed (e.g. Broke, couldn't get it to work or stopped working) event date: november 2024. Additional information provided by (B)(6) on 20dec2024 via email (entered by (B)(6)): no patient injury occurred. The patient was discharged from the hospital. Defective device was removed from the surgical field as an intervention. The product is available for return. Yes, this was a robotic surgery. No credit or replacement is needed. An airseal insufflator was used during the surgery. Yes, a component separated from the sleeve/trocar seal. An entire component fell out. The color was clear. It fell into the patient but was retrieved. Intervention: defective device was removed from the surgical field patient status: no patient injury.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection was performed on the event unit, which confirmed complainant¿s experience of a dislodged shield. Based on the condition of the returned unit, it is likely that the reported event was caused by an instrument that was inserted or removed through the seal subassembly in a non-axial manner. The instructions for use (IFU) states, ¿all instruments should be centered axially when inserted through the sleeve¿s seal for easier insertion¿ in order to avoid potential damage to sleeve. Applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified. This report is a follow-up to medwatch # (B)(4).

Event description:
Procedure performed: ilesotomy reversal. Event description: mini gelport, 1 trocar had plastic part come off inside of patient. Ilesotomy reversal, small bowel resection, parastomal hernia repair, complex robotic assisted ventral hernia repair with mesh placement, extensive lysis of adhesions. Device failed (e.g. Broke, couldn't get it to work or stopped working) event date: november 2024. Additional information provided by [name] on 20dec2024 via email: no patient injury occurred. The patient was discharged from the hospital. Defective device was removed from the surgical field as an intervention. The product is available for return. Yes, this was a robotic surgery. No credit or replacement is needed. An airseal insufflator was used during the surgery. Yes, a component separated from the sleeve/trocar seal. An entire component fell out. The color was clear. It fell into the patient but was retrieved. Intervention: defective device was removed from the surgical field. Patient status: no patient injury.

Manufacturer narrative:
The event unit returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: ileostomy reversal event description: medical device report (MDR) (B)(4). Mini gelport, 1 trocar had plastic part come off inside of patient. Ileostomy reversal, small bowel resection, parastomal hernia repair, complex robotic assisted ventral hernia repair with mesh placement, extensive lysis of adhesions. Device failed (e.g. Broke, couldn't get it to work or stopped working) event date: november 2024 additional information provided by [name] on 20dec2024 via email: no patient injury occurred. The patient was discharged from the hospital. Defective device was removed from the surgical field as an intervention. The product is available for return. Yes, this was a robotic surgery. No credit or replacement is needed. An [company name] insufflator was used during the surgery. Yes, a component separated from the sleeve/trocar seal. An entire component fell out. The color was clear. It fell into the patient but was retrieved. Intervention: defective device was removed from the surgical field. Patient status: no patient injury.